Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided pump reset instructions and the customer declined further assistance regarding the issue.